Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was caused by user error due to adverse pt anatomy.

Event description:
Fluoroscopy during the procedure to place a zenith aaa endovascular graft noted the presence of what was thought to be a proximal type I or type ii endoleak. The proximal neck was reballooned, but the leak persisted. Another manufacturer's stent was placed and the leak was resolved. The final angiogram also noted a reduction of blood flow through the left renal artery. Another manufacturer's stent was placed in the renal and flow was restored.